Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
In (B)(6) 2025, the patient began experiencing surgical wound breakdown with associated drainage. A six-week course of IV antibiotics was prescribed. Following treatment, a dry scab approximately the size of a quarter remained in the right frontal region. On (B)(6) 2025, the patient underwent explantation of the rns neurostimulator and ferrule. The intracranial leads were left in place.